Event description:
Inmod's fractora machine. I am (B)(6). What was supposed to be a 5-7 day maximum recovery for a fractora treatment on my face - it is now almost (B)(6) and I still have grid-scars on my forehead (4) and hyperpigmentation. Upon trained dermatologists orders beginning a month after the botched treatment, I have been on high-strength bleaching cream (tr-luma with l percent hydroquinone) for 2 months already and also had a perfect derma peel, however the problems still persist. After reading the other botched incidents in the news now, this machine should be taken off the market. In addition, it made my skin dull and sandpaper-like, dry, and caused spider-veins to appear around my nose (these are all things it should reverse). I had amazing skin with no problems going into the treatment.